Event description:
A (B)(6) old male pt's sister contacted zoll customer support to report that there was a wire exposed on the pt's electrode belt connector and the belt would not plug into the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (wire exposed / will not connect to monitor) has been confirmed. As rec'd, the electrode belt trunk cable connector was missing. The root cause of the missing trunk cable connector cannot be positively identified but was likely the result of physician abuse. No adverse event resulted from the missing electrode belt connector. The pt rec'd a replacement electrode belt.